Manufacturer narrative:
The pump was returned to animas. Eval revealed that the keypad was peeling at the "ok" button. The pump responded to keypad button presses during eval and the complaint was not duplicated. Adhesive was found under the button contacts.

Event description:
There was no reported pt impact with this complaint. The pt said that the pump was intermittently unresponsive to "up" arrow button presses. The pt denied that the pump was exposed to water.